Event description:
It was reported that the pump alarmed motor drive off post. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was in good condition with no appearance of any physical damage. The event history log (ehl) showed pump motor drive off post, as well as, battery depleted. At power up, the reported problem was not duplicated. The root cause was deemed a result of battery nearly depleted. This alarm can occur if the pump is operating on battery power and battery nearly depleted. Action(s) taken to mitigate the reported issue(s): performed preventive maintenance (pm) and all functional testing passed.